Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection: cellulitis, infection: redness, infection: local heat sensation, infection: swelling, infection: pain, infection: blood test inflammatory findings, and infection: blood culture (negative)."

Event description:
Healthcare professional reported unknown side "infection: cellulitis, infection: redness, infection: local heat sensation, infection: swelling, infection: pain, infection: blood test inflammatory findings, and infection: blood culture (negative)." Device status is unknown. Treatment: pre- and post- operative administration of antibiotics.